Event description:
It was reported that after an unk procedure, closing the blood vessel, the device could not be opened and could not fire again. Another device was used to complete the procedure. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/5/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? No. Was there any difficulty opening the device jaws? If yes, what steps were taken to open the jaws. Yes. Rbrb. If the jaws could not be opened, how was the device removed. Cut the tissue around the jaw and removed the device with the jaw closed.